Event description:
The patient reported inadequate coverage of her pain. During a lead revision procedure, it was noted that one of the leads appeared to be damaged on the proximal end. The lead was replaced.